Event description:
It was reported when the device was used during an unknown procedure, numerous staples were observed to not have formed completely. Another instrument was opened and was fired successfully along the original staple line. There was no patient consequence.